Event description:
Pt reported that he experienced elevated blood glucose for 1 day and believes the insulin delivery of the infusion device is too low. He changed all of the accessories, but this was not successful. He changed to a different infusion device, and his blood glucose decreased to a normal level. He was in the hosp at the time of the report for a non-diabetes related reason. The infusion device was requested for eval. The pt did not require treatment from a health care professional or second party to address the issue. No add¿l info was provided.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.